Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. The patient reports that they haven't felt stimulation for approximately three months. X-rays were inconclusive in determining whether there were any discontinuities in the vns therapy system. Lead break is suspected. The pt does not feel as though they have received significant efficacy with the vns therapy and does not wish to undergo revision surgery. The pt cancelled their last follow-up appointment with neurologist. Neyrologist indicated that the pt is "not 100% mentally there". Neurologist indicated that the pt has received efficacy and that he would like the pt to continue vns therapy.